Event description:
It was reported that a structural failure, abnormal impedance, abnormal sensing and failure to capture with the left ventricular (lv) lead were observed. The lv lead remains in use. Follow-up was unable to provide further information at this time. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the associated product was a competitor right ventricular (rv) lead.

Event description:
Additional information was received, which indicated the associated lead was a competitor right ventricular (rv) lead.